Event description:
It was reported that a patient implanted with a 650cc mentor cpx4 plus, smooth, medium height tissue expander experienced a deflation, wound infection, and a seroma on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, wound infection, seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and fourier transform infrared spectroscopy (ft-ir) analysis of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the cpx4 plus sm te mh 650cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed at the union between the injection dome and bladder, causing leakage. Additionally, a tear was found on the anterior view, measuring approximately 0.2 cm. No other leak sites were found during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the entire area. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Ft-ir analysis was performed to determine the presence of poly sheeting material (material used in the manufacturing process) on the device. Infrared results revealed that poly sheeting material was not detected in the delamination area. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The microscopic examination of the tear indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Regarding the delamination area, based on the manufacturing investigation, with consideration of the event description, process controls, the evaluation performed, and data records reviewed, the product complaint cannot be confirmed as a manufacturing defect. Additionally, previously, a CAPA was generated to investigate similar instances of delamination of the dome in expanders. The action plan included counting poly liners at the injection site step, which was executed for this lot and showed no missing pieces of poly. All other actions stemming from this CAPA are still in place, too. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the expander is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level before release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the device. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit implanted devices, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).